Event description:
It was reported the patient was admitted to the hospital for shortness of breath, chest pain and 'severe sepsis'. A fecal management system was placed on (B)(6) 2015 for diarrhea. At the time of insertion, 45 milliliters of fluid was instilled into the retention balloon and 'positive sphincter tone was noted'. On an unknown date, for an unknown reason, the retention balloon was reduced to forty milliliters, and then increased back to forty-five milliliters and on (B)(6) 2015 'it was decreased again to thirty-five milliliters'. The patient reportedly 'coded' due to respiratory failure on (B)(6) 2015 and was intubated and ventilated. Gastrointestinal bleeding was first noted on (B)(6) 2015 through the fms rectal tube. The patient was allegedly diagnosed with 'anemia due to gi blood loss'. Gastrointestinal services were notified at that time unknown diagnostics were performed, a diagnosis of 'ischemic colitis' was made and instructions were given to 'keep device in place'. The device was removed on (B)(6) 2015 and a colonoscopy was performed. Results from the colonoscopy allegedly showed scattered areas of inflammation and erythema in the sigmoid colon up to the splenic flexure consistent with ischemic colitis. A severe and deep anal ulceration was noted perhaps into the sphincter muscle with a small clot likely due to the rectal tube. A pulsatile arterial bleed was noted at the area of the splenic flexure and was clipped. A biopsy was taken from a different area of the sigmoid colon. On (B)(6) 2015, the patient was administered one unit of packed red blood cells. It was also reported the patient continued to have 'dark red bleeding from the rectum'; it was unknown of the bleeding was from the rectal ulceration of 'higher up along the gi tract'. The patient remains ventilated with 'no other intervention planned except for monitoring'.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.